Event description:
No injury and no delay in surgery. This device is owned by the manufacturer and was submitted for evaluation.

Manufacturer narrative:
Evaluation: outgassing of adhesive that was used on an internal component was identified. This outgassing caused surface contamination build up on the optical taper and resulted in low light output.